Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported (ua) 41 error message. Visual inspection was performed and found a damaged front enclosure and bent battery lock, unrelated to the reported issue. To remedy the damage, the front enclosure and battery lock needs a replacement. Review of the archive data show (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. As a precautionary measure, the temperature sensor cable was replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During the shift check, autopulse platform (sn (B)(4)) was displaying an error message user advisory (ua) 41 (patient temperature sensor failure). No patient involvement.